Event description:
A field service engineer (fse) reported to baxter that during service and testing it was discovered that unapproved bloodlines were being used on the device.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the device was not requested for evaluation.